Event description:
It was reported by the customer that on 5 occasions, catheters leaked. No information was received regarding any serious injury as a result of the product issue.

Manufacturer narrative:
This follow up updates the awareness date f6.